Manufacturer narrative:
Inratio precision data provided by end-user lot: 070380. First test inr = 4.8; second test inr = 4.2. Mean = 4.5; sd = 0.42; %cv = 9.43. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and further testing is not required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 4.8; second test inr = 4.2.